Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter continued to revert to the setup mode when trying to perform a blood glucose test. On (B)(6) 2010, the medical surveillance specialist (mss) spoke with the reporter to obtain and verify information; however, the reporter refused to answer follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the evening of (B)(6) 2010. It is not known how the patient manages his diabetes or what action the patient took at the time of the alleged issue. At an unspecified time after the alleged issue begun, the reporter claimed the patient felt symptoms of nervous, sweaty, shaky and could not see. It is not known if the patient received medical treatment. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter and walked the reporter through resolving the alleged issue. The patient obtained a blood glucose result of "450 mg/dl¿" and was given a "shot." It is not known the patient was able to test on another device or if changes were made to the patient's diabetes regimen; however, this complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k053529.